Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the load fill tubing step required more insulin than expected. Reportedly, the infusion set tubing was primed and insulin delivery was resumed. There was no impact to customer¿s blood glucose.